Event description:
Dr reported: center shaft of implant has come up above the level of the cap and through the pt's eardrum. Rest of implant is covered poking 1mm x 1mm through the tympanic membrane. Dr has no plans of explanting, pt is fine.